Event description:
It was reported that there is a mechanical problem with the st holster. No pt involvement occurred. One device to be returned for analysis by the customer.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The service center performed service and functional tests and found the st holster had splits in both the green and blue cables, and both cables were stretched. The electrical cable lemo plug would not stay locked into the control module, and the safety latch was worn confirming the customer complaint of mechanical problems with the st holster. To correct the customer complaint the analysis site replaced the green cable, the blue cable, the electrical cable and the safety latch. The e-clip was replaced due to it was damaged during disassembly. As part of the standard service process, removed the seals from the lemo connector and replaced the manual spade assembly coiled pin, port shaft, and spur gear. The unit has not been returned for service prior to this event, therefore, no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.